Event description:
Customer reported having a blood glucose of 500 mg/dl. The customer was treated by needle injection. The customer was also assisted with programming their settings. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.